Manufacturer narrative:
The reported complaint of a user advisory - ua07 (discrepancy between load 1 and load 2 too large) displayed on the autopulse platform (serial #(B)(4)) could not be duplicated during functional testing; however, it was confirmed during archive data review. The platform functions as intended. Unrelated to reported complaint, a cracked front enclosure on the returned autopulse platform was observed during visual inspection. This type of physical damaged was likely attributed to mishandling. The damaged enclosure was replaced. During archive data review, multiple ua07 error messages were observed on the event date, thus confirming the reported complaint. Ua07 error message occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. The patient likely was not correctly oriented on the autopulse platform or the patient may have shifted during compression. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Load cell characterization test confirmed both cell modules are functioning within the specification on the platform. Autopulse platform is ready for clinical use.

Event description:
The customer reported that during patient use, the autopulse platform (serial #(B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on. The users were unable to clear the advisory and immediately performed manual CPR. No known impact or consequence to patient information was provided.